Event description:
Additional information received reported that the patient met with a health care professional 2 weeks ago. It was noted that "x-rays and tests" were performed. It was further noted that the patient had a scheduled physician's appointment on (B)(6) 2012 to reschedule surgery. The patient stated that she had a surgery consultation on (B)(6) 2012 that was cancelled. The patient further stated that "she had wires that were completely broken and caused the system to short out." The patient also felt a "shocking and jolting sensation" or no stimulation at all. The patient stated that "the connection to the battery was loose" and "they were planning on putting the bigger one in the 16 line." The patient had experienced an increase in pain since the connections were bad. The patient indicated that there was no known accident related to this event and it started about 6 months ago. The patient stated that her device was reprogrammed because she had 4 active programs and the charge on the device wasn't lasting as long. The patient further stated that her pain was increasing and the stimulation was not covering the pain. It was noted that the manufacturing representative "took down 3 programs to help with battery recharge frequency and it was discovered that one of the wires had an issue." The patient stated that she met with the manufacturing representative a second time, during which it was discovered that she had another broken wire and the manufacturing representative left it at 3 programs. The patient's original pain was from her "tailbone being broken off", in which she developed osteomyelitis and had to take antibiotics and have surgery. The patient also stated that "she had 3 months of IV antibiotics because of her bladder shutting down, 2 months in a hyperbaric chamber, 1 year with an open wound." The patient noted that she had 6 surgeries. The patient further stated that "that is the reason they put in a smaller battery." The patient indicated that she "moves around because she has 3 kids."

Event description:
Additional information was reported that the patient was still deciding the revision date. The patient was going to wait until the kids were settled back in school or closer to winter. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had a loss of therapeutic effect and was having acute pain. The patient saw her physician about 1 ½ months ago because she was only able to feel stimulation when she stuck her hip out to the right. When she would stand straight, she could not feel anything. The physician tested the device with the programmer and determined the patient had two broken leads. The physician narrowed the patient down to only one program. The patient originally had four leads, but the physician shut one of them off because it was draining the device too much. The patient was working with only one lead. It was working for a short time but the patient was now having a lot of pain in the last few days in her lower and middle back. The patient had not had any falls or trauma and was working with her physician in testing the use of only one lead to see if it is enough. It was also reported that the caller was not able to adjust stimulation. The display showed the "call your doctor" icon. The patient was able to clear the message, but when trying to increase stimulation on the program she could use, she would get the upper limit oor (out of regulation) message. She got the same message when she tried to decrease the rate. Additional information received reported that the patient met with the manufacturer representative and they were able to reprogram the device. The patient was having pain in the back, legs, and in the area where lack of paresthesia was. The device turned back on after a short period of time. During the meeting, impedances were checked and found at first only electrode 3 was greater than 10,000. Further interrogation found electrodes 3, 4, and 7 were greater than 10,000. With reprogramming, the patient was able to have some stimulation coverage for sitting or standing. The patient was going to see her surgeon to discuss options in case lead entirely fails at a follow-up appointment scheduled for (B)(6). The patient was having appropriate stimulation patterns. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient's lead had high impedances and her coverage was "shorting out" at times. It was noted that the patient was "deciding a time for a lead revision." The patient outcome was not provided. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).